Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit is not functional. There is no patient involved.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The service order states that the customer cancelled requested service. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h11. Corrected field: h6 (type of investigation).

Event description:
N/a